Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer via emergency support program line, that cs300 intra aortic balloon pump (iabp) had low vacuum alarm. There were no patient harm or injury was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (medical device code, investigation type, investigation findings, investigation conclusion). It was reported by the customer through the emergency support program (esp) that during use, the cs300 intra aortic balloon pump (iabp) displayed a low vacuum alarm. Patient involvement was reported with no injury or harm. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer, an rn in the cvicu, called requesting assistance for a low vacuum alarm. The customer stated that the alarm had cleared prior to receiving a return call and had not been previously observed. The pump was confirmed to be operating, with appropriate numbers and waveforms, and no additional alarms present. The patient heart rate was reported to be in the mid 90s.the engineer advised that if the alarm recurred, the pump could be placed in a 1:2 assist ratio or exchanged with another unit.